Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery which would be followed by a button error alarm. The customer attempted to rewind and reset the insulin pump by changing the battery, but the issue was not resolved. The history showed that the insulin pump had a pump error 38 alarm. The motor has no movement and the insulin pump retires to free the stuck motor. The customer is unable to rewind and the issue persists. Troubleshooting was not completed because the customer reverted to their old insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with no motor movement or negligible movement during rewind; the problem was isolated to the motor also, unable to perform the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement or negligible movement. All of the buttons are responding properly, no stuck button alarms noted, no damage or moisture damage was found on the keypad assembly and no unlocked keypad connector. The insulin pump passed the self-test, sleep current measurement and active current measurements. The insulin pump scratched case, missing display window cover, serial number label stained, keypad overlay texture damage, pillowing keypad overlay and minor scratched lcd window.